Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly as well as failed battery test. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the backlight was diminished, and insulin pump had 3-4 cracks near the reservoir. The customer stated that the insulin pump rejected new batteries and insulin was squirted out a couple of times during the priming. The device will not be returned for analysis.